Manufacturer narrative:
Strain relief. Visual examination of the returned device determined the access port tubing connector to be a strain relief. Performance tests indicate no leakage at the access port. Analysis noted pulled material and evidence of coring of the port septum likely to have been caused by the use of a coring needle. Device analysis noted the port tubing was broken with striations consistent with surgical end cut for removal of the device. Device labeling addresses the following possible outcome of access port leakage: "caution: use of an appropriate needle may cause access port leakage and require reoperation to replace the port. Do not use standard hypodermic needle as these may cause leaks. Use only bioenterics lap-band system access port needle." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Surgeon reported, "leaking of the access port."